Event description:
Per the clinic, a loss of osseointegration occurred during an abutment exchange on (B)(6) 2013. The device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available for analysis